Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of has smell like burning rubber, it would not turn back on and was hot. And humidifier was extremely hot. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally observed that dust-like contamination on the therapy button. Corrosion on top of the blower motor. Iso port had dust-like contamination. Iso port tube had mineral-like deposits and a burn mark. The back of display had brown and black burn marks on it. Q2 and its surrounding area of the pca was blown and was black charred, indicating potential water ingress on the pca. White hair-like fibers throughout the bottom enclosure. The error log were not able to be retrieved by the manufacturer due to the condition of the pca. The manufacturer concludes there was able to confirm the complaint of a smell of burning rubber/wires caused by the thermal event on the pca. The manufacturer can confirm the presence of multiple contaminants that are likely from an external source.